Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient as they reported that they received pe letter and wanted to inform medtronic that they would be following up with her doctor on (B)(6) and patient had "reprogrammed" device since issue. Patient indicated the problem with loss of therapy was unresolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had experienced a sudden loss of therapeutic effect just 40 mins ago on the day of call. Patient had to urinate 3 times in last 40 minutes. Patient was implanted on (B)(6). The trial and the permanent ins therapy worked great until 40 min ago. Patient was implanted for overactive bladder. Patient was not feeling stimulation and therapy was on. Patient felt stimulation at the implant surgery. The same day she stopped feeling it. They told them that they would get used to fluttering. On the call patient programmer showed implant was on, patient was at 1.3 v. Patient tried increasing to 1.4 v and said it felt too much, painful. Patient then turned it down to 1.3 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was receiving no therapeutic benefit. The patient stated their ¿1st stage worked wonderfully¿ but when they had the implant put in, it never worked and that they were having problems with it working. The patient noted they told their surgeon that it wasn¿t working about 6 months ago and they just put them through to the manufacturing representative so the patient reported they went home after that and it didn¿t work and the representative had adjusted it. The patient reported they had just spoken with their representative and the representative told them to call to request a doctor that was closer to the patient and that could deal with the device. The patient stated, when asked when they had started having problems with their ins, that it hadn¿t worked since the implant and that they first made their representative aware of this problem in (B)(6) of 2017. Additional information was received from a manufacturer representative on (B)(6) 2017. The rep reported they were called by the patient several times and that they helped the patient adjust their device over the phone and at the doctor¿s office. They didn¿t remember the first time they spoke with the patient post implant however the last time they spoke with them was around (B)(6) 2017 and there were no device problems that the rep was aware of. There were no further complications reported/anticipated.